Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.